Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it impossible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It was reported that bd plastipak¿ 10ml syringe slip tip was discolored. This was discovered before use. The following information was provided by the initial reporter: 10ml syringe is oddly colored.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 10 ml syringe slip tip was discolored. This was discovered before use. The following information was provided by the initial reporter: 10 ml syringe is oddly colored.